Event description:
Rptr's onetouch ultra blood glucose meter malfunctioned losing the current reading and showing an old reading when they pressed the button that should have shown them the current reading. If rptr had taken a reading at night and had a true blood sugar reading of 70 mg/dl while the meter led them to believe that they ahd a high reading, by showing an old reading, rptr would have given themself enough extra insulin to bring down the high reading instead of taking extra food to raise blood sugar to safe level. This could have resulted in death. Rptr has reported the problem to lifescan, the MFR of the meter. They determined, over the phone, that the meter is defective. Rptr believes that the meter is defective. Rptr believes that the meter should have a fail-safe circuit design. Rptr considers the onetouch ultra meter to be too dangerous to be on the market in its present form, and that the MFR should issue warnings.